Event description:
It was reported that the pump battery was not charging despite using a tandem charging cable and multiple wall outlets. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl (27.7 mmol/l). The issue was resolved by replacing the pump, as suggested by technical support, after attempts with different wall adapters and cables failed to solve the charging problem.